Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Reportedly, the customer successfully loaded a new cartridge to address the issue. Additionally it was reported that air bubbles were observed within the cartridge connection. The customer primed the tubing to address the issue. Blood glucose level was 167 mg/dl.